Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. Upon review of the device, it was noted that there were high ventricular rate episodes on the right ventricular (rv) lead due to oversensing of high amplitude noise artifact. Patient condition was not provided and the patient would continue to be monitored.

Event description:
New information received notes that the patient's right ventricular (rv) lead was capped and replaced with a competitor leadless device on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.